Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 1000 and 814 mg/dl. The customer was admitted to the hospital on (B)(6) 2016 and (B)(6) 2016. Customer cause of hospitalization was high blood glucose and diabetic ketoacidosis. Customer insulin pump was removed once admitted to intensive care unit. Customer was released on (B)(6) 2016 and went back on (B)(6) 2016. Customer is currently at the hospital at this time.